Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with a concentration of 2000 mcg/ml with a dose of 1000 mcg/day. It was reported the patient presented to the emergency room (ER) on (B)(6) 2016 having baclofen withdrawal and a pump alarm. The ER physician reported the [physiatrists] were not available/no one was on call to help with the situation. The patient was acting weird and was going through baclofen withdrawal. The patient was recently hospitalized for treatment of cellulitis in the lower extremities. The hcp and the patient¿s wife also reported hearing the 2-tone critical pump alarm. Additional information received on (B)(6)2016 from a consumer via a manufacturer representative reported after interrogating the pump, it was determined the pump was in motor stall, and the patient had baclofen withdrawal. There were no factors that might have led or contributed to the issue. The patient was waiting for a physician to schedule a replacement. The issue was not resolved at the time of that report. Additional information received from the manufacturer representative on (B)(6) 2016 reported the patient had been scheduled for a pump replacement on (B)(6) 2016, but the hcp interrogated the pump and felt that the pump ¿was working fine¿, and the patient was not experiencing symptoms at that time, so they did not replace the pump. The representative was going to follow-up with the hcp. Additional information received from the manufacturer representative on (B)(6) 2016 reported they were in surgery at that time with the patient for the replacement of his pump. The pump was four years old, and it was indicated for replacement in little more than a year from then. The representative provided a timeline of the events of that past week to give a brief history. On (B)(6) 2016 at 11:30pm, the representative was paged to the ER. The ER physician reported that the patient was suffering from severe baclofen withdrawal and needed help assessing the pump status. On (B)(6) 2016 at 1:00am, the representative interrogated the pump and found it to be in motor stall since 11:34am on (B)(6) 2016. The engineering logs indicated that the pump motor had not recovered. The representative suggested to the ER physician an immediate transfer to another facility and a replacement as soon as the other facility¿s neurosurgery group was able to accommodate. On (B)(6) 2016 at approximately 7am, the emergency replacement surgery was scheduled for 11am that morning. The pump was interrogated by an on-call neurologist prior to the surgery. The neurologist saw that the pump recovered, and that the patient was no longer exhibiting withdrawal symptoms. The emergency replacement surgery was cancelled for those reasons. That afternoon, the patient¿s family emailed and texted the representative asking for clarification on why the replacement was cancelled. The family requested information on specifics of what happened and how to insure it does not happen again. The answers would come on (B)(6)2016 to the representative when the hcps emailed the representative with the information on why the surgery had been cancelled. On (B)(6) 2016 at 1pm, a floor nurse at the second facility in charge of the patient paged the representative and asked for help assessing the pump issues and answering the family questions. The representative went to the hospital and interrogated the pump again. The interrogation revealed that the pump had recovered from the motor stall on (B)(6) 2016 at 4:27 pm. The information was shared with all pertinent parties. The motor stall was a somewhat complex failure of the pump because it did recover and gave the impression of a good working system. The pump motor was in a stall mode from (B)(6) 2016 at 11:34am until (B)(6) 2016 at 4:27pm. That was 53 hours in stall mode, and that indicated a replacement of th e pump for two reasons: the internal tubing had a pump roller sitting on top of it in one spot while in stall mode, which might have led to a damaging indentation of the tube and their data showed that it could result in a loss of pump dosing accuracy. A pump that unexpectedly stalls was likely to have a recurrent unexpected motor stall. Unplanned motor stalls for an intrathecal baclofen patient were very disruptive to the patient's life, and could be dangerous. The representative reported the pump was replaced on (B)(6) 2016. Pump logs that the representative provided showed the motor stall that occurred on (B)(6) 2016 entered tube set on (B)(6) 2016 at 11:34am. The pump logs also showed a 2 previous motor stalls with first stall occurring on (B)(6) 2016 at 10:20am and recovering 10:39am, and the second motor stall occurring on (B)(6) 2016 at 7:37pm and recovering on (B)(6) 2016 at 9:16am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.